Event description:
Patient was having an MRI of lumbar spine done, history of surgery with titanium hardware. Patient was laying on table using spine coil and padded cushion. Area of surgery became red and blistered - MRI burn radiologist, attending md and sr. MRI technologists were made aware of the situation. Patient was sent back to the ed for treatment. Health effect code: 1840, 4537. Device problem code: 2682. Reference reports: mw5183825, mw5183826.